Event description:
It was reported the device was dropped and is not turning on. The device was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device would not turn on. It was confirmed that the upper and lower cases were broken. It was also noted that the battery release was contaminated, two side bail covers were missing, the ring cover was broken, the heart block was contaminated, two case screws were missing, the heart wire contacts were contaminated, the battery contacts were compressed, two side bails were missing, the ring was bent, the battery drawer was broken, the keyboard pad was contaminated, and the encoder flex was damaged. (B)(4).